Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. Reportedly, the patient based treatment off of cgm values. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported events of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: the dexcom system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don¿t use the dexcom system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event.